Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, the joint of double fork was damaged and headlight' control panel was intermittently operating. Photographic evidence provided by technician shows paint chipping on the fork, what is only risk related issue in mentioned complaint and therefore, we decided to report it in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. There was no injury related. The device was repaired and returned to service. It was established that when the event occurred, the surgical light did not meet its specification as appearance of chipped paint, headlight' control panel was intermittently operating and gap between double fork could be considered as technical deficiency and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition (B)(4). This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow detecting the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint; nevertheless, the parts impacted by serious damage must be replaced. In case of presence of the gap between forks the root cause was established as related to the loosening of the screws number 9. The reason of these loosened screws remains unknown because it is glued with loctite 222 during assembly line at the factory. Once the manipulation of the light is detected abnormal by the user at the fork location a repair must be done when noticed. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 16th september, 2020 getinge became aware of an issue with powerled surgical light. As it was stated, the joint of double fork was damaged, and headlight' control panel was intermittently operating. Photographic evidence provided by technician shows paint chipping on the fork, what is risk related issue, and therefore, we decided to report it in abundance of caution as any paint particles falling off into sterile field, or during procedure may cause contamination. There was no injury related.